Event description:
It was reported that during the implant procedure the left ventricular lead could not be use due to patient's anatomy. In addition there was positioning/fixation difficulty and dislodgement noted. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.